Event description:
Complainant alleged that while attempting to defibrillate a 25-year-old female patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and defib shock testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed an event where the multifunction cable was shorted throughout the entire case. The log showed the short was never disengaged. The log suggests that the device is capable of delivering therapy if the appropriate criteria is met. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.